Event description:
It was reported that during preparation for an unspecified procedure, a shaft break occurred. The physician was "pulling back a little" on the 8.0x30x75cm express biliary ld stent delivery system (sds) while it was on the guide wire, and the shaft of the sds broke just proximal to the balloon. There was no pt contact. The procedure was completed with another of the same device.